Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) for one patient. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on multiple patients. The results provided were: patient 1: sid (B)(6) a non-pregnant initial= 179.27 miu/ml (positive= > or =25.00 miu/ml) / repeated=3.06 miu/ml (negative=< or=5.00 miu/ml). Further information provided on 07jul2025: patient 2: initial=570.56 miu/ml /repeated= < 1.20 miu/ml there was no reported impact to patient management.

Event description:
The customer observed false positive architect b-hcg results on multiple patients. The results provided were: patient 1: sid (B)(6), a non-pregnant initial= 179.27 miu/ml (positive= > or =25.00 miu/ml) / repeated=3.06 miu/ml (negative=< or=5.00 miu/ml). Further information provided on 07jul2025: patient 2: initial=570.56 miu/ml /repeated= < 1.20 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing of architect total b-hcg reagent, lot 67166ud02. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. An increase in complaint activity was identified for reagent lot 67166ud02, however, retained reagent testing of performed, all runs were valid as per the validity criteria outlined in the approved protocol. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent, lot 67166ud02.